Event description:
Event description cpi received information that this bipolar lead was experiencing non-capture. The physician elected to perform an invasive procedure to reposition the lead. The lead was repositioned and 'good threshold' measurements were obtained.